Event description:
Allegedly, patient revised due to infection. Revision njrindexno: 5504034 side: r non-revised products: product ID: etpkn5sr evolution® mp tibial base keeled non-porous size 5 standard right/ lot number: 1969944/ qty: 1. Product ID: efsrn5pr evolution® mp fem cs/cr non-porous size 5 primary right/ lot number: 1985234/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.